Manufacturer narrative:
Covidien reference number (B)(4). Service engineer (se) inspected the device and replaced the touch frame printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated a screen blocked message. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.